Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's nurse reported via phone call, the insulin pump had alarmed button error. Troubleshooting wasn't performed. Customer's blood glucose was unknown. The device is being replaced and returning for analysis.